Event description:
Additional information received indicates that the patient¿s ipg became inoperable due to patient failing to recharge the ipg. Patient reports no stimulation for sometime (exact date unknown).

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient ipg is inoperable and does not communicate with external devices. As such, surgical intervention may take place at a later date.